Manufacturer narrative:
Product is not available to stryker. The implant was explanted and discarded by facility. Although we don't have access to the device, an investigation will take place and be included in a follow up report.

Event description:
Per (B)(6): following a motor vehicle accident last summer, the pt had a craniotomy and placement of a custom cranial implant. Pt also had placement of a vp shunt for treatment of hydrocephalus. This summer, pt was hospitalized with abd pain. Exploratory lap revealed infection in pelvis, shunt and around cranial implant. Original implant was removed with a plan to replace it. There was a second custom implant available at our facility but it was no longer sterile. The company agreed to resterilize it for implantation in the fall. The company contacted the physician and indicated they could not guarantee that the available implant had been properly sterilized.